Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided that the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On 17/jun/2024, it was reported that this patient on peritoneal dialysis (pd) therapy had peritonitis in (B)(6) 2024, underwent removal of the pd catheter (not a fresenius product) and was switched to hemodialysis modality. There were no reported allegations that the event was related to fresenius products. In additional follow-up, a pd nurse familiar with the patient confirmed that the patient had peritonitis in (B)(6) 2024 (exact date could not be provided). The nurse was not able to provide pd culture results, treatment details or patient demographics due to the patient was removed from their census. The nurse confirmed the patient had the pd catheter removed and has remained on hemodialysis for renal replacement needs. It was stated the patent recovered from the event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. Per the nurse, the peritonitis was due to patient breach in aseptic technique.

Event description:
On 17/jun/2024, it was reported that this patient on peritoneal dialysis (pd) therapy had peritonitis in (B)(6) 2024, underwent removal of the pd catheter (not a fresenius product) and was switched to hemodialysis modality. There were no reported allegations that the event was related to fresenius products. In additional follow-up, a pd nurse familiar with the patient confirmed that the patient had peritonitis in (B)(6) 2024 (exact date could not be provided). The nurse was not able to provide pd culture results, treatment details or patient demographics due to the patient was removed from their census. The nurse confirmed the patient had the pd catheter removed and has remained on hemodialysis for renal replacement needs. It was stated the patent recovered from the event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. Per the nurse, the peritonitis was due to patient breach in aseptic technique.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis is most likely associated with a breach in aseptic technique during the pd exchange (a known/common risk factor).